Manufacturer narrative:
Taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".

Event description:
Healthcare professional reported non device related events of "gastroesophageal reflux" and "vertigo" with no treatment being provided. Healthcare professional reported an event of vomiting; no action took place to treat the event. Healthcare professional reported the event of leakage (port, port tubing, band, band tubing); a lap-band ap system surgical revision to remove and replace access port took place to treat the event. Port was replaced. Band remains implanted.

Manufacturer narrative:
Medwatch sent to FDA on: 09/30/2015. (B)(4).

Event description:
Health professional reported removal and replacement of a lap band ¿ port due a "leak of access port."

Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis noted that the band tubing other was broken with striations consistent with surgical end cut to remove the device. Analysis noted that the tubing at the band stainless steel connector had a sharp opening. Analysis noted that the tubing at the port stainless steel connector had an opening with striations consistent with surgical damage. .